Event description:
During impaction of stem, the curved inserter tip broke and was left in patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.